Event description:
It was reported that oversensing of noise on the right ventricular (rv) channel of this pacemaker led to pacing inhibition longer than ten seconds. Impedance was reportedly within normal limits. No patient symptoms were reported. Boston scientific technical services (ts) recommended trying to recreate noise with isometrics. Noise could not be recreated. The physician plans to monitor and then reassess. No adverse patient effects were reported. This device remains in service.